Event description:
A 28mm x 16mm diameter x 13.5cm length medtronic aneurx bifurcated stent graft was inserted and implanted for the endovascular treatment of an abdominal aortic aneurysm in 1999. Add'l products implanted at that time included a 16mm x 5.5cm iliac stent graft and two extension cuff stent grafts. During routine post-op follow up approx two weeks later a CT scan revealed the presence of a foreign body that was determined to be a metal runner from the stent delivery system (medical device report #2953738-2000-00010). The CT scan also demonstrated an endoleak at the very distal attachment zone of the left iliac limb. On 1/26/00, the pt underwent successful angioplasty of the left iliac artery for repair of the endoleak, and arterial foreign body removal from the right iliac artery. The pt is reportedly doing well. However it has been noted that the surgical intervention for the endoleak had not been submitted with the previously submitted report. There were no add'l clinical sequelae reported relative to the event.